Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptures and pain". Later patient reported "sick, headaches, all kinds of things (which is ndr)", "hard golf balls under my skin that are hard as a rock". This record is for the right side. Device remains implanted.